Event description:
Customer reported the zipper is coming apart and is separating from the material of the canopy on panel b. More information received from customer that the insert pin on the canopy panel b zipper is separating from the material and does not seat properly into the retaining box and when zipped up the zipper separates. Customer did not provide a date when discovered. No patient incident or injury was reported.

Manufacturer narrative:
Product was requested to be returned for evaluation and has not been received. Note: this report is based solely on the reported issue. Note: instructions for use state: test that all zippers open easily and close securely along the entire length of the zipper. Inspect zipper coils for any kinks or misalignment. If any are identified, zip and unzip the zipper. If condition continues, do not use product. Do not use the posey bed if zippers have open gaps that do not close securely along the entire length. Before leaving the patient alone, apply pressure with the entire length. Before leaving the patient alone, apply secure with your hands along the entire length of the zipper to make sure the panel is securely closed and that there are no gaps or openings along the entire length of each zipper. (B)(4).